Event description:
A 3.5mm x 9mm s7 otw coronary stent was selected for treatment of a lesion located in the right coronary artery. Upon opening the package, it was reported that the product label identified the s7 device as an s7 3.5mm x 9mm, but the luer of the device stated 3.0mm x 24 mm. The product was not used and there was no impact to the patient or user. Another s7 product was used to complete the case. The returned goods investigation verified that the inner sterile pouch contained the incorrect labeling. The labeling on the inner sterile pouch was identified as s73.5mm x 9mm, lot number 1f07e07-1. The luer of the returned device stated 3.0mm x 24mm, lot number 1f07e07. The device history record review revealed that the packaging for one unit from this lot was reworked. It is confirmed that the carton label and the inner sterile pouch were printed incorrectly for this unit. The remainder of the lot is unaffected.